Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the tip of the 5mm endofemoral aimer broke when placing the guide with a little force. The broken pieces were completed removed. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device and the broken piece from the tip laying at the side. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an impact event or unintended excessive force applied to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the distal end fractured off and not returned. The device does show wear from use but the laser markings are clear. An image evaluation was performed and found the device and the broken piece from the tip laying at the side. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include excessive force to the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.